Event description:
During review of the pump's event history, baxter (B)(4) discovered a colleague infusion pump experienced failure code 810:11 on channel a, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.92.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 810:11 on channel a was discovered and confirmed by baxter personnel in the pump?s event history. However, this condition could not be duplicated. Therefore, the root cause of this event could not be identified and no repairs were necessary for this condition. As a precaution, the channel a pumphead module was cleaned and dried. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).